Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6)2024. On (B)(6)2024, the patient experienced a skin reaction with itching, rash, and scar, underneath sensor pod area only. The reaction was treated with a prescription of a tegaderm product. The patient described the scar as hyperpigmentation and confirmed that the scar was present more than 3 months after the skin reaction occurred. At the time of the report on (B)(6) 2024, the patient stated that the scar has healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).